Event description:
The dentist made a complaint about 8 implants titamax implant with mount 3.3x11 that did not osseointegrated, but did not provide informations about product, surgery or patient conditions.